Event description:
Alleged false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they believed the result was false because their doctor had told them that they should test negative with at home tests by november 11th. It was also reported that the consumer incubated the test strip for 15 minutes instead of 10 and that the pink test line was faint. No confirmatory testing had been completed.

Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.